Event description:
It was reported that the specimen "kept sticking to the end of the needle where it cuts down into the biopsy portion." The needle was reported to be bent. The procedure was completed with this device and there were no clinical consequences.

Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.